Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Please refer to associated manufacturer report # 3005099803-2009-01624. It was reported to boston scientific corporation in 2009 that an extractor rx retrieval balloon and a jagtome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the day before. According to the complainant, during preparation, the balloon ruptured. Another retrieval balloon was used successfully. A jagtome device was also used during the procedure. It was noticed the tip of the device was smashed when it exited the scope. Follow-up indicated the damage may have been caused by the elevator of the scope. Another jagtome device was used successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
Other (tip smashed). These codes were selected by the manufacturer based on info provided by the user facility. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed.